Manufacturer narrative:
(B)(4). The device history record (DHR) review for ultra duo flex fluid cart, serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have not been previously repaired by zimmer biomet surgical. On (B)(6) 2017, it was reported from (B)(6) hospital that unit was giving out electrical burning smell and the power cable/power inlet module are hot to the touch. Uhs was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site on 26 july 2017 and ran all the tests to confirm the issue but the technician could not reproduce the reported event. No signs of heat damage and all power cords were perfectly good condition. The technician verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired. Service work order (B)(4) on 25 july 2017. While the service technician could not reproduce the reported event or find any other issue with the device. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product will not be returned to zimmer biomet for investigation because it was evaluated by an external contractor. However, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. External contractor evaluated product.

Event description:
It was reported that the unit had an electrical burning smell coming from the device and the power cable/power inlet module where hot to the touch. No adverse events have been reported as a result of the malfunction.